Event description:
It was reported that the instrument fractured intra op in situ. 45 minute delay. The surgeon was successful in getting the broken fragment out of the bone. No adverse consequences to the patient.

Event description:
It was reported that the instrument fractured intra op in situ. 45 minute delay. The surgeon was successful in getting the broken fragment out of the bone. No adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA review, labelling review, risk assessment. Result: the reported event was confirmed based on the returned product. The tap was inspected and it was confirmed that the tip was fractured. Conclusion: the probable root cause of the reported event are patient hard bone and normal wear and tear.